Event description:
It was reported that during preparation for two separate water vapor therapy procedure cases, the screen on the generator turned blue during priming of the delivery device. The staff rebooted the generator and were able to perform a few treatments. However, the generator screen turned blue again. The generator was turned off, unplugged from the wall and all connections were checked. The issue did not resolve, and in both instances, the procedure was aborted. There were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. This report is for 2 of 2 procedures in which the generator was used.

Manufacturer narrative:
Investigation conclusion with all the available information, boston scientific concludes that the reported events of display failure and device damaged were confirmed, as pressure value error messages were identified in the generator error logs. It is probable that the error messages were related to an electrical overstress with the pressure sensor circuits, as the replacement of the insert panel resolved the event. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device service history record review was completed. The review showed that the rezum generator was installed on (B)(6) 2021. There were no other service reports available. The console was fully functional until the reported event date of issue, (B)(6) 2021. Device technical analysis upon received, the unit was thoroughly analyzed. The service department was unable to replicate the blue screen fault conditions reported. The generator passed the post (power on self-test). Syringe and delivery device were connected with no issues. Generator primed and flush as per specifications. The service department reviewed the error logs and found a number of 241 (pressure value above 3102 mmhg during vapor generation or above 800 mmhg when priming initiated) errors, which are related to an electrical overstress with the pressure sensor circuits. The insert panel in the syringe pump assembly were replaced. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for two separate water vapor therapy procedure cases, the screen on the generator turned blue during priming of the delivery device. The staff rebooted the generator and were able to perform a few treatments. However, the generator screen turned blue again. The generator was turned off, unplugged from the wall and all connections were checked. The issue did not resolve, and in both instances, the procedure was aborted. There were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. This report is for 2 of 2 procedures in which the generator was used.